Manufacturer narrative:
(B)(4). G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised approximately 11 years and 6 months post implantation, due to painfully limited joint mobility. During the revision, the surgeon noted that the pin of the modular stem components had fractured. In addition, trochanteric pseudarthritis was encountered with cerclage wires also fractured. The proximal portion of the stem was removed without any effort while the distal portion required an osteotomy for removal. A new stem and head were implanted without complication. The pseudoarthrosis adhesions were not released to allow for secondary healing of the trochanter. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.